Manufacturer narrative:
This report is for an unknown distractor implants: craniomaxillofacial/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the surgeon had the third case of failure to progress mid-way through midface distraction using the synthes device. The only way can make it work is to get the family to wrap steristrips around the posts after each turn, and it works okay. It is unknown if there was a surgical delay. Procedure outcome was unknown. Patient status was unknown. This report is for one (1) unk - distractor implants: craniomaxillofacial. This is report 1 of 1 for (B)(4).